Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm the customers¿ indicated failure mode based on the retained sample's test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes customer reports that the tube only filled halfway. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: customer wrote: they only fill up to half of the quantity required/indicated by the zlz when they are taken off as the first tube. At the moment, my colleagues and I always discard the first one, and then it works with the second one.